Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced issue with six infusion patches as they did not adhere to the skin upon insertion on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. This issue led to an increase in blood glucose level which was treated with multiple daily injections (mdi). Furthermore, it was also reported that patient was tested positive for ketones and identified to be life threatening. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007786 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code adhesive patch does not adhere to the skin due to incorrect application according to instructions for use (IFU). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6007786 was packaging according to the wi version 97, in the machine multivac 14, on 22/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03-jun-2025 against malfunction code adhesive patch does not adhere to the skin due to incorrect application according to IFU and lot 6007786 and no other complaint has been registered in database for the same lot 6007786 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to adhesive issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.